Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced elevated blood glucose and increased insulin delivery from the ilet following a supply change with a 23-inch, 6 mm contact detach infusion set, prompting concern for a device issue. Symptoms included hyperglycemia, with a reported blood glucose of 187 mg/dl after a meal announcement. Outcomes included no injury, no hospitalization, and stabilization after guidance. Investigation included call-based troubleshooting, inspection for site leakage with none detected, a tubing fill test confirming drops, reconnection to the ilet, and education to rotate the infusion site and allow the system to continue automated correction. Investigation of this case revealed no device or component abnormalities and no evidence of infusion set failure, with elevated glucose attributed to physiological variation including nocturnal rises described by the care team. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with physiological hyperglycemia rather than device malfunction.